Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Will not be returned to manufacturer.

Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: hi (greater than 600 mg/dl), 580 mg/dl, and 512 mg/dl. The customer's mother injected humalog based on the reported results. The customer became hypoglycemic approximately 5 minutes later. The customer's mother gave him food and sugar and his low blood glucose symptoms improved. Requested return of suspect device, however the customer no longer has the test cassette.